Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented the emergency room with low flow alarms. A review of the log file revealed low flow events on (B)(6) 2022 at 11:22. Prior to the low flow events the flow rate was 4.1 lpm. It was suggested that these events may have been caused by an obstruction issue.

Manufacturer narrative:
Manufacturer's investigation conclusion the report of device thrombosis and subsequent embolic stroke could not be confirmed through this evaluation as no photos or images were submitted and the pump was not returned for evaluation. Evaluation of the submitted log files confirmed the low flow events and captured data consistent with a potential obstruction in the pump. The controller event log file contained data from 18nov2022 11:12:14 through 18nov2022 17:41:21. The file captured a long string of low flow fault flags and alarms. The pump flow suddenly dropped from around 4.0 liters per minute (lpm) to 1.0 lpm at 11:22:50 and remained at this level for approximately 5 hours. When the pump speed was increased the flow increased to 3.0 lpm. The lvad event log file contained data from 18nov2022 11:14:08 through 17nov2022 17:06:17. The estimated flow dropped from 4.0 lpm to 1.0 lpm on 18nov2022 at 11:22:51 and remained below the 2.5 lpm threshold until approximately 16:54:51. The rotor displacement values appeared to increase from 60 um to 100um at 11:22:51, consistent with the decrease in flow. The rotor displacement remained elevated for the remainder of the file. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with an obstruction in the pump. The heartmate 3 lvas IFU, rev. C, lists possible pump thrombosis, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient passed away on (B)(6) 2022 due to a stroke that was thought to be related to left ventricular assist device (lvad) thrombosis; the patient had subtherapeutic international normalized ratio (inr) on admission. The patient had a computed tomography angiography scan which revealed a middle cerebral artery occlusion. The patient was treated with a thrombectomy and was kept intubated and ventilated following the procedure. They were found to have left lung infiltrate viral versus superimposed bacterial pneumonia, with increasing oxygen requirement. The patient was moved to comfort care and passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.